Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing bupivacaine and morphine (unknown). It was reported that during call patient (pt) closed all applications and when they connected to myptm app pt noted it took a while to connect and it had always been that way and they thought the handset had a bad "antenna" for it had a bad connection. It usually stopped at 91%. Agent walked pt through clearing data. Pt was able to connect to myptm app like normal. The troubleshooting steps that were taken on the call resolved the issue. Pt will call back if issues persisted.